Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed a premature recommended replacement time (rrt) alert was triggered on (B)(6) 2016 without corresponding battery depletion. The trend data showed a gradual rise or varying of battery impedance. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) indicated end of service (eos) early. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.